Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012411156 was returned and analyzed. Visual inspection of the handle area was performed and a kink was identified at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed on the returned sheath. The primary deflection at 90 degrees celsius (°) (counterclockwise direction) was working without anomaly and the primary deflection at 180° (clockwise direction) was not working. During dissection and inspection, a pull wire was observed broken inside handle. In conclusion the reported issue (primary deflection curve was unable to be added with the sheath) was confirmed through testing and analysis. The sheath failed return inspection due to a kink at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a primary deflection curve was unable to be added with the sheath. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.